Event description:
It was reported the patient is complaining on a lot of pain when the micro introducer is put in and when observing the introducer the grey material on the micro introducer seem to be cracked. On a closer inspection there is a bump on the lower edge on the micro introducer. A new one is used and there is no problems when placing it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged micro introducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm micro introducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged. A microscopic observation revealed the edge of distal tip of the sheath was buckled and folded back with a split at one corner and plastic deformation at the other corner. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient is complaining on a lot of pain when the microintroducer is put in and when observing the introducer the grey material on the microintroducer seem to be cracked. On a closer inspection there is a bump on the lower edge on the microintroducer. A new one is used and there is no problems when placing it.